Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported that a pharmacist filled a customer's prescription with the incorrect adc device. The pharmacy technician correctly entered data as freestyle libre 14 day sensor but was filled as freestyle libre 2 sensor by pharmacist. It was reported that the customer did not experience adverse event or third-party treatment due to the reported issue. Additionally, this is not an adc product issue as pharmacy filled incorrect product for prescription. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.